Event description:
In 1999 pt had outpatient surgery for removal of occluded port & insertion of subcutaneous mediport. In removing the occluded port, device broke leaving a portion implanted. The next day, outpatient radiology procedure for removal of foreign body under fluoroscope was done. Approximately 10cm of catheter fragment retrieved from rt atrium.